Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error and had scratches on the screen making the customer tilt the insulin pump to get the view of the screen better. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had unexplained no delivery alerts not due to site issues and chip on left and bottom left of the screen. The insulin pump will not be returned for analysis.